Event description:
Event description guidant received information that this implantable lead displayed an out of range impedance, an increase in thresholds and loss of sensing. The lead was surgically abandoned and replaced. During the same procedure, the ventricular lead was also surgically abandoned for a steady increase in impedance and threshold measurements.